Manufacturer narrative:
The device was not returned to olympus for inspection. However, remote troubleshooting was provided by olympus technical assistance support (tac), and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to incorrect input selected. The most probable cause was traced to a component failure. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to check the input, and it was found that it had not been selected correctly. The customer was then advised to select video in input, and the image appeared. The issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high-definition liquid crystal display (lcd) monitor had no image. The issue was identified during inspection for use. There were no reports of patient harm.